Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log however, it cannot be determined if the alarms are true or false. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion alarm was verified. The cause was determined to be a failed ultrasonic sensor. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarm during testing in the biomed service department. There was no patient involvement associated with this event. No additional information is available.